Event description:
Revision occurred on (B)(6) 2026, approximately 77 days after the primary surgery on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms fx v135 humeral cup 135/145° standard pe/ta6v ø40 +3 and humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø40mm was explanted due to dislocation. These parts were replaced with fx v135 humeral cup 135/145° stability pe/ta6v ø40 +9. Fx v135® humelock stem ta6v ø36/12 l. 120mm cementless ti/ha was not replaced.

Manufacturer narrative:
Revision occurred approximately 77 days after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.